Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th april 2026, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-2324bcc, no patient harm and no secondary procedure needed. Ar-2324ptb was used to prepare the bone socket. The bone quality of patient was hard, and no fragments were left in the patient.